Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 24.7 mmol/l at the time of the incident. The customer stated insulin flow blocked alarm. The pump passed displacement test. The device will be returned for analysis.